Manufacturer narrative:
(B)(6)19 customer followed-up to report that the issue persisted. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was between 180-357(mg/dl). Reportedly, the customer powered the pump on, reloaded the cartridge, and resumed insulin delivery.